Event description:
Customer reportedly obtained results of 4.8 inr on the coaguchek xs and 3.3 inr on a comparison lab. Coumadin dose was held day of testing. No adverse event reported. Requested return of suspect system and replacement sent.